Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during endovascular treatment (evt) of the patient's severely calcified lesion of the superficial femoral artery (sfa), the advance 14 lp low profile balloon catheter ruptured (direction unknown) at an inflation pressure of 16 atmosphere (atm) during pre-dilation of the lesion. Access was gain via ipsilateral antegrade approach from the popliteal artery. Another balloon catheter (unspecified manufacturer) was utilized, and dilation was conducted successfully. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use IFU), quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. A review of the device history record shows 2 nonconforming events which could contribute to this failure mode; however, due to the individual nature of the product manufacturing and 100% verification of various defects (including leaks) in final quality control prior to shipping, there is no indication that there is nonconforming product in the field. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.